Event description:
It was reported that the patient with this pacemaker stated that their remote communicator displayed a red call doctor icon and had not been connecting. The patient also noted that they were feeling fatigued. Following review of latitude data it was determined that this pacemaker and non-boston scientific right ventricular (rv) lead exhibited low out of range pacing impedance measurements of less than 200 ohms. No additional adverse patient effects were reported. This device and lead remain in service.